Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An associate manager reported on behalf of the customer that the a1059 mayfield modified skull clamp's locking mechanism had released after the pins were put on the patient on (B)(6) 2019. The patient was positioned prone on a jackson spine top. The surgeon stated that the locking mechanism must have been stripped. Additional information has been requested but no other clinical information has been provided.

Event description:
N/a.

Manufacturer narrative:
Additional information received on (B)(6) 2019 indicated that the patient was prepped for an unspecified procedure. There was a delay (time not specified) in procedure wherein they have to get a new headpiece. There was no known impact to the patient due to delay and no known harm to the patient. The device was not returned for evaluation. Failure analysis cannot be completed due to the lack of information received to perform a complete investigation. Device history record reviewed with no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was unconfirmed. Root cause analysis cannot be completed at the moment. Device identifier # (B)(4).